Event description:
It was reported that self adhesive neutral electrode contributed to a skin reaction, which resulted in a dark outline on the patients leg. The patient was seen by a dermatologist, there is no known medical intervention reported. The case was completed successfully.

Manufacturer narrative:
Device not returned by customer.